Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. The 510k number is not known as this is a custom defined product. (B)(4).

Event description:
It was reported that the kit was disconnected near the arterial cannula before transferring the patient from the operating table to a bed (in order not to pull the cannula out). Once it was reconnected after the transfer, leveling and zeroing took place, however high readings were observed on the monitor. The non-invasive blood pressure was then measured, showing normal blood pressure. No inappropriate treatment was performed based on the values displayed. It is unknown if an error message was displayed due to this. No patient complications were reported. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one single dpt kit with an attached IV bag and a non-edwards IV catheter for examination. The reported event of pressure reading issue with the dpt kit was not confirmed. The dpt sensor zeroed and sensed pressure accurately on a pressure monitor. The pressure reading was also stable during an 8 hour output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. A non-edwards IV catheter was found kinked, approximately 0.24" proximal from the tip. Leakage was detected at the dpt flush device housing during the output drift test. One crack, approximately 0.18" in length, was noticed below the weld area of the flush device housing . Leakage occurred from the crack during the leak test. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.